Event description:
After implantation, the ecgs showed the heart rhythm of the patient with a long first degree atrioventricular block. The device cannot be interrogated with programmer and is not transmitting.

Manufacturer narrative:
The device was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. And all production steps were performed accordingly. Particularly, the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An interrogation with the clinical programmer was not properly feasible. And an anti- bradycardia output signal was not present, after leads were attached to the device. Which confirmed, the clinical observation. A manually triggered reset using a technical programming tool was performed, to potentially resume the pacing functionality. After reset, the therapy functionality was re-tested, showing that the pacemaker was now fully capable to deliver appropriate bradycardia therapy. Furthermore, a review of the memory content did not show any peculiarities. The device was further extensively tested, containing temperature stress tests as well as cyclic signature tests. There were no indications, of a device malfunction. The clinical observation was not reproducible after the pacemaker's reset. In conclusion, the clinical observation was confirmed, upon receipt of the pacemaker. However, the root cause was not determinable. In particular, after a manually triggered pacemaker reset, the device proved to be fully functional. Based on the device behavior, during analysis, a component damage of the pacemaker does not seem likely. Instead, external influences, like strong electromagnetic fields, could have possibly contributed to this event.